Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
(B)(6) reported ¿severe pain and discomfort¿, ¿breast implant with mild irregularities associated with discrete signs suggestive of extracapsular rupture¿, ¿cysts¿ which is not device related and ¿fluid around the implant¿. This record is for the left side. Device remains implanted.